Event description:
It was reported that the device was being used in a laparoscopic gastric bypass procedure. The nurse asked how to get the blue post out of the anvil as part of the blue post has broken off. The device was inside the patient. Instructed to grasp the ancillary trocar and pull outwards. Nurse and physician stated that blue ancillary trocar would not come out after 25 minutes of trying. No other information available at this time. Attempts were completed in order to obtain more information and no response was received.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.